Event description:
Based on the additional information received on 04-sep- 2015, this case initially considered as non-serious was upgraded to serious as the event seriousness criteria of hospitalization or prolongation was added. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an obstetrician/gynecologist. This case involves a (B)(6) year old female patient who developed abscess after seprafilm placement. Medical history included cephalo-pelvic disproportion (cpd) (underlying disease (surgery indication)) and pyelonephritis (in 2011). The patient's concurrent condition before surgery: premature rupture of membranes (in (B)(6) 2015). No past drugs were reported. Concomitant medications included oxytocin (atonin-o) for underlying disease, cefotiam hydrochloride (pansporin) as prophylaxis of postoperative infection, diclofenac potassium (voltaren) and paracetamol (calonal) as postoperative analgesia. Further reported, the patient had no diabetes mellitus, allergy, history of surgery, anaemia and had received no radiotherapy. Also patient's preoperative condition was generally healthy with nutrition status as good. On (B)(6) 2015, the patient was hospitalized for induced labour (estimated fetal weight was (B)(6)). Metreurynter was inserted, and then infusion of oxytocin was performed. On (B)(6) 2015, infusion of oxytocin and artificial rupture of membranes were performed. On (B)(6) 2015, at 13:00, the membranes were ruptured. The same day, the patient had a caesarean section and 1 sheet of seprafilm (form, route, dose, indication: not provided; batch/lot number: 18920 and expiration date: not provided) was applied once to serosa of uterine anterior wall. It was reported that a diagnosis of cpd was made and she underwent caesarean section, which was not an elective surgery, 5 and a half hours after the rupture. No hyperthermic therapy was performed during the surgery. One sheet of seprafilm was applied to serosa of uterine anterior wall. There was infection in the application site. The condition of application was favourable. No pre-existing adhesion or ablation was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was not performed. The length of laparotomy incision was 15 cm, and involved suturation of 3 layers. No pre-existing non-purulent inflammation was observed in the laparotomy incision site. The skin was stabled with skin stapler. The operative time was approximately 0.5 hours. The volume of haemorrhage was 400 g and no blood transfusion was performed. Both mother and child were healthy. Infusion of cefotiam hydrochloride was started during the surgery. The same day, laboratory results were also received (white blood cell (wbc) as 17500/mcl and c-reactive protein (crp) as 2.0 mg/dl (normal reference range: not provided). On (B)(6) 2015 (24 hours after the surgery), the patient started to have pyrexia. The laboratory results received were wbc: 15300/mcl and crp: 3.4 mg/dl. On (B)(6) 2015 (2 days after the surgery), the frequency of cefotiam hydrochloride (firstcin) infusion was increased from bid to qid (4 g in total). Also, the laboratory results received were wbc: 15500/mcl and crp: 10.5 mg/dl. On (B)(6) 2015 (3 days after the surgery), cefozopran hydrochloride (firstcin) at 1 g tid was started but inflammatory reaction did not improve. On (B)(6) 2015 (5 days after the surgery), linezolid (zyvox) at 600 mg bid and cilastatin sodium/imipenem (tienam) at 0.5 g every 12 hours were started. The laboratory results received were wbc: 15800/mcl and crp: 13.4 mg/dl and for the pus culture of lochia for general aerobes: no bacteria were isolated. On (B)(6) 2015 (6 days after the surgery), she was transferred to another hospital (a larger hospital) as her condition did not improve (onset of moderate abscess). It was reported that the laboratory results received were wbc as 16300/mcl and crp as 11.3 mg/dl. According to the physician of the hospital where she was transferred to, her inflammation did not improve with cilastatin sodium/imipenem at 0.5 mg every 12 hours. On (B)(6) 2015, MRI/second look laparoscopy was performed and showed an abscess (5 mm) on the surface of hysterotomy site a little to the uterine cervix side. On the same day, re-laparotomy (a small incision) was performed and pus was observed on the surface of the serosa of uterine anterior wall. The condition of seprafilm and whether seprafilm was removed or not were unknown. Drainage tube (unknown type and site) was placed on the day, and the drainage condition immediately after the placement was favourable. The event remarkably improved after the re-laparotomy. The inflammation improved subsequently. On (B)(6) 2015, relaparotomy was performed again because dehiscence of hysterotomy site which was considered as the infection site was noted, and partial hysterectomy and resuture were performed. She was discharged from the hospital on the day. The hospitalization had been prolonged due to the event. On (B)(6) 2015, the patient recovered from the event. Corrective treatment: cefozopran hydrochloride from (B)(6) 2015); cilastatin sodium/imipenem from (B)(6) 2015; cefotiam hydrochloride and linezolid from (B)(6) 2015 were provided. Outcome: recovered/ resolved a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Abscess (abscess). Reporting obstetrician/gynecologist's seriousness assessment: serious. (Inpatient/prolonged hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown. Reporting obstetrician/gynecologist's comment: the alternative explanation for the event was the use of balloon 2 or 3 days before the caesarean section. Further reported, another possible causative factor for the event was uterine infection due to premature rupture of membranes. The infection might have been trapped by seprafilm. The cause of the infection was considered as uterine infection due to premature rupture of membranes and/or insertion of metreurynter into the cervix. Additional information was received on 04-sep-2015. This case initially considered as non-serious was upgraded to serious as the event seriousness criteria of hospitalization or prolongation was added. Patient's age was added. Medical history was added. Suspect product start date was added. Bacterial culture lab was added. Event start and stop dates were added. Event outcome was updated from unknown to recovered/ resolved. Reporter's causality assessment was updated from not provided to unknown. Reporter's comment was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 09-oct-2015. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 13-oct-2015. The term pyrexia was added as the associated symptom for the event of abscess. The patient's height and weight were added. The patient's medical history, pregnancy status was updated and concomitant medications were added. The lot number of the suspect was added. The event start date was updated from (B)(6) 2015. The corrective treatment for the event was added. The laboratory details were added. Reporting obstetrician/gynecologist's comment was updated. Clinical course was updated and the text was amended accordingly.

Event description:
Based on the additional information received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious as the event seriousness criteria of hospitalization or prolongation was added. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an obstetrician/gynaecologist. This case involves a (B)(6) female patient who developed abscess after seprafilm placement. Medical history included: cephalo-pelvic disproportion (underlying disease (surgery indication)). The patient had no concurrent condition before surgery. No past drugs and concomitant medications were reported. On an unspecified date, 2 or 3 days before caesarean section, balloon was used because patient's uterine cervix was not dilated. On (B)(6) 2015, the patient had a caesarean section and 1 sheet of seprafilm (form, route, dose, indication, batch/lot number and expiration date: not provided) was applied once under the hysterotomy wound. It was reported that surgery was performed without the presence of a company medical representative. The same day, the patient developed severe abscess in the area around the hysterotomy wound (partially overlapped with the application site of seprafilm). The patient was transferred to another hospital for treating the abscess as the reporting hospital was not available. It was reported that bacterial culture was performed but no problems were observed. On (B)(6) 2015, the event resolved. Corrective treatment: not reported. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Abscess (abscess); reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization); reporting obstetrician/gynecologist's causality assessment: unknown; reporting obstetrician/gynecologist's comment: the alternative explanation for the event was the use of balloon 2 or 3 days before the caesarean section. Additional information was received on (B)(6) 2015. This case initially considered as non-serious was upgraded to serious as the event seriousness criteria of hospitalization or prolongation was added. Patient's age was added. Medical history was added. Suspect product start date was added. Bacterial culture lab was added. Event start and stop dates were added. Event outcome was updated from unknown to recovered/ resolved. Reporter's causality assessment was updated from not provided to unknown. Reporter's comment was added. Clinical course was updated. Text was amended accordingly.

Event description:
Based on the additional information received on 04-sep- 2015, this case initially considered as non-serious was upgraded to serious as the event seriousness criteria of hospitalization or prolongation was added. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an obstetrician/gynaecologist. This case involves a (B)(6) female patient who developed abscess after seprafilm placement. Medical history included cephalo-pelvic disproportion (cpd) (underlying disease (surgery indication)) and pyelonephritis (in 2011). The patient's concurrent condition before surgery: premature rupture of membranes (in (B)(6) 2015). No past drugs were reported. Concomitant medications included oxytocin (atonin-o) for underlying disease, cefotiam hydrochloride (pansporin) as prophylaxis of postoperative infection, diclofenac potassium (voltaren) and paracetamol (calonal) as postoperative analgesia. Further reported, the patient had no diabetes mellitus, allergy, history of surgery, anaemia and had received no radiotherapy. Also patient's preoperative condition was generally healthy with nutrition status as good. On (B)(6) 2015, the patient was hospitalized for induced labour (estimated foetal weight was 3500 g). Metreurynter was inserted, and then infusion of oxytocin was performed. On (B)(6) 2015, infusion of oxytocin and artificial rupture of membranes were performed. On (B)(6) 2015, at 13:00, the membranes were ruptured. The same day, the patient had a caesarean section and 1 sheet of seprafilm (form, route, dose, indication: not provided; batch/lot number and expiration date: not provided) was applied once to serosa of uterine anterior wall. It was reported that a diagnosis of cpd was made and she underwent caesarean section, which was not an elective surgery, 5 and a half hours after the rupture. No hyperthermic therapy was performed during the surgery. One sheet of seprafilm was applied to serosa of uterine anterior wall. There was infection in the application site. The condition of application was favourable. No pre-existing adhesion or ablation was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was not performed. The length of laparotomy incision was 15 cm, and involved suturation of 3 layers. No pre-existing non-purulent inflammation was observed in the laparotomy incision site. The skin was stabled with skin stapler. The operative time was approximately 0.5 hours. The volume of haemorrhage was 400 g and no blood transfusion was performed. Both mother and child were healthy. Infusion of cefotiam hydrochloride was started during the surgery. The same day, laboratory results were also received (white blood cell (wbc) as 17500/mcl and c-reactive protein (crp) as 2.0 mg/dl (normal reference range: not provided). On (B)(6) 2015 (24 hours after the surgery), the patient started to have pyrexia. The laboratory results received were wbc: 15300/mcl and crp: 3.4 mg/dl. On (B)(6) 2015 (2 days after the surgery), the frequency of cefotiam hydrochloride (firstcin) infusion was increased from bid to qid (4 g in total). Also, the laboratory results received were wbc: 15500/mcl and crp: 10.5 mg/dl. On (B)(6) 2015 (3 days after the surgery), cefozopran hydrochloride (firstcin) at 1 g tid was started but inflammatory reaction did not improve. On (B)(6) 2015 (5 days after the surgery), linezolid (zyvox) at 600 mg bid and cilastatin sodium/imipenem (tienam) at 0.5 g every 12 hours were started. The laboratory results received were wbc: 15800/mcl and crp: 13.4 mg/dl and for the pus culture of lochia for general aerobes: no bacteria were isolated. On (B)(6) 2015 (6 days after the surgery), she was transferred to another hospital (a larger hospital) as her condition did not improve (onset of moderate abscess). It was reported that the laboratory results received were wbc as 16300/mcl and crp as 11.3 mg/dl. According to the physician of the hospital where she was transferred to, her inflammation did not improve with cilastatin sodium/imipenem at 0.5 mg every 12 hours. On (B)(6) 2015, MRI/second look laparoscopy was performed and showed an abscess (5 mm) on the surface of hysterotomy site a little to the uterine cervix side. On the same day, re-laparotomy (a small incision) was performed and pus was observed on the surface of the serosa of uterine anterior wall. The condition of seprafilm and whether seprafilm was removed or not were unknown. Drainage tube (unknown type and site) was placed on the day, and the drainage condition immediately after the placement was favourable. The event remarkably improved after the re-laparotomy. On (B)(6) 2015, the patient recovered from the event. As of (B)(6) 2015, the improvement in inflammation was noted. On an unknown date, the patient had dehiscence of hysterotomy site. On (B)(6) 2015, re-laparotomy was performed again because dehiscence of hysterotomy site which was considered as the infection site was noted, and partial hysterectomy and resuture were performed. It was reported that the patient was discharged from the hospital on (B)(6) 2015. The hospitalization had been prolonged due to the event. Corrective treatment: cefozopran hydrochloride from (B)(6) 2015); cilastatin sodium/imipenem from (B)(6) 2015; cefotiam hydrochloride and linezolid from (B)(6) 2015 were provided. Outcome: recovered/ resolved: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Abscess (abscess) reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization) reporting obstetrician/gynecologist's causality assessment: unknown reporting obstetrician/gynecologist's comment: dehiscence of hysterotomy site was not considered as an adverse reaction to seprafilm because dehiscence was caused by infection at the hysterotomy site. Additional information was received on 04-sep-2015. This case initially considered as non-serious was upgraded to serious as the event seriousness criteria of hospitalization or prolongation was added. Patient's age was added. Medical history was added. Suspect product start date was added. Bacterial culture lab was added. Event start and stop dates were added. Event outcome was updated from unknown to recovered/ resolved. Reporter's causality assessment was updated from not provided to unknown. Reporter's comment was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 09-oct-2015. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 13-oct-2015. The term pyrexia was added as the associated symptom for the event of abscess. The patient's height and weight were added. The patient's medical history, pregnancy status was updated and concomitant medications were added. The event start date was updated from (B)(6) 2015. The corrective treatment for the event was added. The laboratory details were added. Reporting obstetrician/gynecologist's comment was updated. Clinical course was updated and the text was amended accordingly. Additional information was received on 27-oct-2015. The recovery date for the event was updated from (B)(6) 2015. Discharge date was updated from (B)(6) 2015. In formation regarding date when the patient had dehiscence of hysterotomy site was added. Reporting obstetrician/gynecologist's comment was added. Clinical course was updated. Text was amended accordingly.

Event description:
Based on the additional information received on 04-sep- 2015, this case initially considered as non-serious was upgraded to serious as the event seriousness criteria of hospitalization or prolongation was added. This unsolicited device case from (B)(6) was received on 31-aug-2015 from an obstetrician/gynaecologist. This case involves a (B)(6) year old female patient who developed abscess after seprafilm placement. Medical history included: cephalo-pelvic disproportion (underlying disease (surgery indication)). The patient had no concurrent condition before surgery. No past drugs and concomitant medications were reported. On an unspecified date, 2 or 3 days before caesarean section, balloon was used because patient's uterine cervix was not dilated. On (B)(6)-2015, the patient had a caesarean section and 1 sheet of seprafilm (form, route, dose, indication, batch/lot number and expiration date: not provided) was applied once under the hysterotomy wound. It was reported that surgery was performed without the presence of a company medical representative. The same day, the patient developed severe abscess in the area around the hysterotomy wound (partially overlapped with the application site of seprafilm). The patient was transferred to another hospital for treating the abscess as the reporting hospital was not available. It was reported that bacterial culture was performed but no problems were observed. On (B)(6)-2015, the event resolved. Corrective treatment: not reported. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Abscess (abscess). Reporting obstetrician/gynecologist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting obstetrician/gynecologist's causality assessment: unknown. Reporting obstetrician/gynecologist's comment: the alternative explanation for the event was the use of balloon 2 or 3 days before the caesarean section. Additional information was received on 04-sep-2015. This case initially considered as non-serious was upgraded to serious as the event seriousness criteria of hospitalization or prolongation was added. Patient's age was added. Medical history was added. Suspect product start date was added. Bacterial culture lab was added. Event start and stop dates were added. Event outcome was updated from unknown to recovered/ resolved. Reporter's causality assessment was updated from not provided to unknown. Reporter's comment was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 09-oct-2015. Global ptc number and ptc results were added. Text amended accordingly.